Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2012-06554. The patient has four leads (three are from the same lot). It was reported the patient is not receiving adequate coverage. Reprogramming was unsuccessful. The patient may undergo surgical intervention on a later date.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.